Event description:
It was reported by the rep the device was used during an endoscopic thoracotomy wedge. It was reported the jaws were sticking after the first firing. The surgeon had to force it open with the handle. 6/10/98 the case was completed using the same device. There was no consequence to the pt.